Event description:
Brain to alaris pump was not infusing - it kept saying occluded. After attempts of flushing the lines, a new brain was placed and worked without problems. Patient was having an emergency crisis and this delayed the bolus of magnesium to infuse.